Event description:
It was reported that the patient experienced an infection. As a result, the patient's system was explanted to address the issue. Date of explant is unknown. Patient was prescribed antibiotics and the infection was resolved.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.